Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited a touch screen cursor problem, including autonomous cursor movement and auto pressing of buttons, following a software update. It was noted that the programmer had recently been reported and repaired for the issue, but the same problem was observed again. There was no patient involved.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer exhibited a touchscreen cursor problem, including autonomous cursor movement and auto-pressing of buttons, following a software update. An electromagnetic interference (emi) repair was performed as a preventive measure. It was noted that the stylus was missing. A stylus was added and calibrated. The software was reconfigured, reloaded, and updated. The programmer passed the system and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.